Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the ht70 plus ventilator did not audibly alarm. The ventilator was in use on a patient at the time of the reported event. Although requested, information pertaining to the patient outcome at the time of the reported event has not been provided.